Event description:
The facility reported a flo-gard infusion pump with an occlusion alarm, which may have been a false alarm. This facility was not willing to be contacted for any further information. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4), this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.